Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop. Customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer¿s blood glucose was 209 mg/dl at the time of the incident. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with cracked/broken off end cap. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime/fill anomaly and no reservoir alarm due to cracked/broken off end cap. Unit had minor scratched lcd window, broken battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and missing end cap sticker.